Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient reported pain, sensitivity, and lumps in the axillae 10 days post miradry treatment. The treating clinic prescribed anrica forte tablets (ibuprofen 400 mg and pseudoephedrine hcl 60 mg). At 20 days post-treatment, the patient discussed her symptoms with a neurologist, who prescribed neurontin (500 mg for nights and 100 mg for days) and vitamin b6. The following day the patient discussed her symptoms with treating miradry physician, who diagnosed her symptoms as a neuropathic issue. The treating physician recommended aspercreme (topical pain relieving ointment) and neuropathic pain patches while continuing nueorontin and b6 vitamins prescriptions. The reported pain has resolved, while the lumps and sensitivity in the axillae are resolving. Will continue to monitor the patient. Note: prior to contacting the clinic at 10 days post-treatment, the patient self-medicated with vicodin and anti-inflammatory patches.

Event description:
Patient reported pain, sensitivity, and lumps in the axillae 10 days post miradry treatment. The treating clinic prescribed anrica forte tablets (ibuprfen 400mg and pseudoephedrine hcl 60 mg). At 20 days post-treatment, the patient discussed her symptoms with a neurologist, who prescribed neurontin (500mg for nights and 100mg for days) and vitamin b6. The following day the patient discussed her symptoms with treating miradry physician, who diagnosed her symptoms as a neuropathic issue. The treating physician recommended aspercreme (topical pain relieving ointment) and neuropathic pain patches while continuing nueorontin and b6 vitamins prescriptions.the reported pain has resolved, while the lumps and sensitivity in the axillae are resolving. Note: prior to contacting the clinic at 10 days post-treatment, the patient self-medicated with vicodin and anti-inflammatory patches. Update - at 83 days post-treatment, the treating clinic stated the patient's symptoms are resolving (50% improvement).

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.